Event description:
The lay reporter/wife contacted lifescan (lfs) on july 20, 2006 alleging an error 4 message on her husband's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information: for the past three weeks the patient had been obtaining an error 4 message intermittently. The patient is supposed to test his blood glucose 3x a day and take his insulin 2x a day (based on a sliding scale) and oral medication (2x a day). Since the patient has had problem with the meter, he has withheld his insulin, since he is not sure on how much insulin to take. On july 18, 2006, the patient was unable to test his blood glucose all day. He was "not himself" and per wife acting strange. On july 19, 2006 around 4:00-4:30 am, he felt dizzy, confused, feverish and urinated in the bed. She tried to test his blood glucose; however, obtained an error 4 message. She checked his blood pressure and his pressure was high. She contacted emergency services and they arrived within 10 minutes and tested his blood glucose and obtained a reading above 200's on their meter. He was taken to the ER and was treated with "IV glucose." She does know whether he was treated with insulin. He was in the hospital for 2 days. Diagnosis was hyperglycemia. His diabetes regimen was not changed after the incident. Reporter does not know what his last reading was prior to the event or the date. Customer care advocate (cca) found out that the technique of applying blood on the test strip was incorrect. The test strips were in good condition and not expired. Cca had the patient retest using the correct technique using a new vial and issue was not resolved via troubleshooting. An error 4 indicates that the patient may have high blood glucose and have tested in an environment near the low end of the system's operating temperature range, there may be a problem with the test strip or the sample was improperly applied. A replacement meter and supplies were sent to the patient. The complaint is being reported because the patient was unable to test due to the error 4 message and was treated for hyperglycemia by a medical professional.

Manufacturer narrative:
The device ID for the d-4, "other #" field is 1-av-1086. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.